Event description:
It was observed during the device inspection that the flex deflectable videoscope had its vision getting fluctuated, and vertical lines coming on 3d vision. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to due to damage on charged coupled device (ccd) unit, a noise image occurs (electrical/electronic component problem). The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.